Manufacturer narrative:
Section a2, a3b, a4, and a6: unknown, as information was requested but not provided. Section d6a: if implanted, give date: n/a, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: n/a, as lens was removed/replaced during the same procedure. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the non-preloaded intraocular lens (iol) implantation, when the iol was unfolding, one of the haptics was broken. The iol was removed and replaced from the patient's eye. A delay in procedure occurred. Through follow-up, we learned that the patient is well and the delay in procedure was not significant. No further information was provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: november 11, 2025. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection of the complaint device revealed that the lens was cut into two pieces with one haptic detached. The lens had traces of ophthalmic viscosurgical device (ovd) on the surface. No further issues were observed on the lens. Dimensional inspection was performed on the remaining haptic confirming that the haptic width and haptic thickness were manufactured within specification. The complaint issue "haptic damaged" was not identified during product evaluation. The other observed issues could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.